Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had foggy lens. There were no reports of patient harm.

Event description:
It was reported that the camera head had foggy lens. The issue was detected in the process of cleaning it. No patient was involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3; h4; h6. Corrected fields: a2, a4, a5, a6, b5, b6, b7. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, no new reportable malfunctions were identified during the device evaluation. Based on the results of the investigation, the following led to the reported malfunction: foggy blurry image occurred due to scratched connector pins and dent connector. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.